Event description:
It was reported that during the implant attempt the patient experienced cardiac tamponade and there was possible perforation by the right ventricular (rv) lead. It was further reported that during the implant the patient¿s condition was unstable, they were "crashing", and a chest tap was performed. It was also reported that the rv lead was repositioned multiple times but there was poor pacing thresholds and no pacing at high outputs. The rv lead was not used and was replaced. Pericardiocentesis was performed and the patient was transferred to critical care, and was later noted to be doing well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix was bent, there was blood on the distal electrode, and the lead appeared to be damaged at implant. (B)(4).